Manufacturer narrative:
This minerva procedure was conducted contrary to the instructions for use. The cautions section specifically states that: "the safety and effectiveness of the minerva system has not been fully evaluated in patients with bicornuate, septate or sub-septate uteri". Furthermore, the study exclusion criteria section of the IFU states that patients with "septate or bicornuate uterus or other congenital malformation of the uterine cavity" were excluded from the study and therefore are not suitable for endometrial ablation. The disposable handpiece used in this case was not returned, therefore a failure of the complaint device cannot be completed. The lot number of the disposable handle was not provided; therefore, a device history could not be performed. All handpieces meet all qa specifications when then they are released, including adequate sterilization.

Event description:
It has been reported that a minerva procedure was performed in a patient with confirmed congenital uterine anomaly/malformation (bi-cornuate uterus). Procedure was complicated by a difficult dilation and inconclusive hysteroscopy during which tubal ostia could not be visualized. Approximately 4 days after the procedure the patient was diagnosed with bowel injury and required surgical intervention.